Event description:
It was reported that during a gastric bypass procedure, the anvil of the device fell off into the esophagus after it was inserted transorally. The anvil was retrieved. Another device was used to complete the procedure. There was no pt consequence. The device was discarded.

Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for eval.